Event description:
It was reported the patient presented to technical services. The patient mentioned they were shocked by the pacemaker, felt a burning sensation in their arms and legs, could feel electricity through the skin, and suggested something was wrong with the pacemaker hardware. No changes or interventions were reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.